Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that this patient received an inappropriate shock. During a follow up some non treated episodes were noted and two shock episodes. Artifacts were reproduced in the primary vector. The device was thus reprogrammed to the secondary vector. Two days later the patient received another inappropriate shock. Fluoroscopy was done when the patient was seen, and the results were normal. Manual maneuvers were done to attempt to recreate artifacts in the secondary vector, but the electrocardiogram was clean of artifacts. A request for review was sent to technical services (ts). The device remains implanted. No adverse patient effects were reported. Ts discussed possible indications for the reported inappropriate shock and artifacts seen, and noted the issue could be related to sensing node b of the lead. Ts noted that taking the taking node b out of the sensing configuration will most likely eliminate the issue. Secondary vector does not use the sensing node b and will hence most likely stay free of artifacts. Primary vector as well as alternate vector both use sensing node b and thus artifacts would be seen in both configurations. Further information was requested from the field in order to complete a review of this case. At this time no further information was provided.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient received an inappropriate shock. During a follow up some non treated episodes were noted and two shock episodes. Artifacts were reproduced in the primary vector. The device was thus reprogrammed to the secondary vector. Two days later the patient received another inappropriate shock. Fluoroscopy was done when the patient was seen, and the results were normal. Manual maneuvers were done to attempt to recreate artifacts in the secondary vector, but the electrocardiogram was clean of artifacts. A request for review was sent to technical services (ts). The device remains implanted. No adverse patient effects were reported. Ts discussed possible indications for the reported inappropriate shock and artifacts seen, and noted the issue could be related to sensing node b of the lead. Ts noted that taking the taking node b out of the sensing configuration will most likely eliminate the issue. Secondary vector does not use the sensing node b and will hence most likely stay free of artifacts. Primary vector as well as alternate vector both use sensing node b and thus artifacts would be seen in both configurations. Additional information noted that after the device was programmed to the secondary vector noise was suspected to be a result of external interference. The patient called the electrical technician to evaluate the patients home environment. It was noted that after the technician changed an aspect of the home environment no there episodes were seen. Another follow up was done and everything appeared normal. The patient will continue to be monitored via remote monitoring.